Manufacturer narrative:
Field expiration date: na field occupation: medical professional.

Event description:
The visual inspection on the returned electrode revealed that electrode shaft was broken right at the hub. The functional test could not be performed due to broken electrode.